Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to a systemic infection. The source of infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2006. (B)(4).